Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator could not be interrogated. The device was not at elective replacement indicator (eri) and the telemetry may be disable prior to eri. The device was explanted and replaced. No further information was available.